Event description:
We took an ellume home test and it reported that our daughter had covid. 3 hours later she took a pcr test and it turns out she does not have covid. The ellume false positive has caused her to miss at least 2 days of school. Later that day tested negative with pcr. FDA safety report ID# (B)(4).